Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction or nonconformance, that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Tablo cartridge instructions for use (IFU) warning: if the cartridge does not mate correctly with the tablo hemodialysis console, there is possibility of air entering the extra-corporeal circuit, which may result in patient injury or death. Follow the user manual setup instructions for locking the cartridge on the console front panel. Outset technical support engineer (tse) reviewed the system log with the procedure date of (B)(6) 2025 and confirmed that the console functioned as intended. There were two instances of air in venous line (aivl) alarms, one instance of ecpt failure, and three instances of cartridge change/priming. A review of production records for this lot number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that there were cartridge issues. Two cartridges failed during treatment due to air in the cartridge, and one had a self-test failure. The registered nurse (rn) was unable to return blood for both air in bloodline alarms, resulting in a total blood loss of 540 ml. The patient is stable. The user changed the cartridge and completed the treatment successfully on the same tablo. No patient adverse events were noted as a result of this incident.